Event description:
Scorpion needle loaded and upon deployment by dr. [Redacted], he noted that it would not deploy, and it was found after removal that it broke off inside the channel of the instrument passer. The needle never made it inside the patient and the broken off piece was retrieved.